Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is scheduled for (B)(6) 2019.

Event description:
Affected channels observed. It is unknown if the user's hearing performance is affected. User refuses mapping. Re-implantation surgery is scheduled for (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels observed. It is unknown if the recipient's hearing performance is affected. Recipient refused mapping. The recipient is reportedly a hyperactive child, a trauma could not be ruled out. The recipient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels observed. It is unknown if the user's hearing performance is affected. User refuses mapping. Reimplantation surgery is scheduled for (B)(6) 2019.